Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor (cgm) data at approximate 3am on (B)(6)/2018 was 48 mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. At 8:04 pm on (B)(6)/2018 the user delivered a 16.94 unit bolus while still having 1.22 units of insulin on board (iob). Subsequently, through the night, the iob slowly decreased and the user¿s bg trended downward. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Juice was consumed and a temporary basal rate was set to address the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.